Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's common iliac artery. Upon the initial inflation attempt, the balloon burst at 3 atm pressure. The stent was surgically retrieved. There were no clinical sequelae reported relative to the event. Expiration date: 9/30/2000.